Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with noise on their right ventricular (rv) lead. It was further noted that the pacing impedance of the rv lead was high and out of range for a duration of time before dropping to below the acceptable impedance range. Similarly, the r-wave amplitudes were varying as well. No intervention was performed. There were no patient consequences.